Event description:
The customer reported via the technical service engineer that the cot dropped between six and seven inches. The technical service engineer added that this has not resulted in any injury to patients or operators. (B)(4) technical services found the cot to be operating to specification.

Manufacturer narrative:
The service technician found the cot to be operating to specification.